Event description:
It was reported that the patient experienced return of spasticity. A dye study was performed revealing "multiple leaks." The catheter was explanted and replaced. The pump contained lioresal; concentration and daily dose not reported. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.